Manufacturer narrative:
Continuation of d11: product ID :39565-30, serial# (B)(6), implanted: (B)(6) 2008, product type: lead; product ID: 3708140, serial# (B)(6), implanted: (B)(6) 2008, product type: extension; product: ID 3708140, serial# (B)(6), implanted: (B)(6) 2008, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the implantable neurostimulator was replaced on (B)(6) 2020 due to end of service. An impedance check found the follow values for electrodes: 3: 4320 ohms - avoid 4: 17650 ohms ¿ avoid 11: 16030 ohms ¿ avoid 13: 17200 ohms ¿ avoid the patient is not utilizing these electrodes and is still getting pain coverage. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation wasn't going high enough in their back so they stopped using the device and their battery died. The patient's device was reset and they noted that this was their second reset. The issue was noted as being resolved. No further complications reported. Additional information received from a manufacturer's representative. It was reported that the ins was overdischarged. The cause of the stimulation not being high enough in the patient's back was due to the patient requiring reprogramming. The stimulation issue was noted as being resolved. No further complications reported. Additional information received from the rep reiterated that the patient hadn't been using the ins and that it was in overdischarge. The ins was reset but the patient then reported that they were seeing an eos message. The rep interrogated the ins and found that contacts 4, 11 and 13 had impedances greater than 10,000 ohms. The patient was to discuss the possibility of a replacement with their surgeon. No further complications were reported.